Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed due to a different issue that was found (usb pins damage).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive in the middle of the night. The pump was connected to a power source however, was unable to be turned on. Customer reported blood glucose level was 400 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.